Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose level and was in hospital. The customer¿s blood glucose level was 400 mg/dl to 500 mg/dl range. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was hospitalized due to the high blood glucose level on (B)(6) 2019. The customer's blood glucose level was 400- 500 mg/dl at the time of the hospitalization. The customer was treated with the manual injections. It was reported via phone call that the auto mode was active on the insulin pump during the high blood glucose level event.